Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was found bent and stretched in the sleevehead and would not extend or retract within specification at time of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the physician was not able to fully retract the lead helix after two attempts to reposition it. The lead was removed and replaced with a new one. No patient complications have been reported as a result of this event.